Event description:
The collimator cart model 523868 clipped over and 2 medium energy collimators were damaged. The collimator cart caster came off during motion. There is no report of injury.

Manufacturer narrative:
The customer reported the collimator cart became unbalanced but manufacturer was unable to reproduce the event.